Event description:
20 months after implantation of a taxus express2 drug eluting stent, in-stent thrombosis occurred. During the initial procedure, a taxus stent of unreported dimensions was placed in the lesion. No info was reported on lesion vessel location, pre-intervention percentage of stenosis, or post-intervention stenosis. No info was received regarding the tortuosity or the calcification of the vessel. The pt was placed on plavix after the procedure. No info was received concerning pt complications. The pt presented 20 months later with a thrombosis in the stented vessel. Three months prior to the thrombotic event, the pt had discontinued taking plavix. The physician used an angiojet to treat the thrombosis. No info was reported on the post-intervention results or complications.